Manufacturer narrative:
Manufacturing review: a lot history review, a device history record review, and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary:one tri-funnel replacement gastrostomy tube 14f was returned for evaluation. Visual, microscopic visual and functional evaluations were performed. The investigation is confirmed for failure to inflate and hole in the balloon as the balloon was inflated with approximately 5ml of water and would not inflate and a leak from the balloon was noted at a hole on the balloon. A definitive root cause could not be determined based upon available information. Labeling review:a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Event description:
It was reported that during feeding device placement, the balloon allegedly could not be inflated. It was further reported that the device was removed and another device was used to complete the procedure. There was no reported patient injury.